Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that five months after the dental implant and abutment were placed in ada site 13, non-osseointegration was noted. A bone graft was performed with xenograft in type ii bone. Clinician noted pain, bruxism and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Also, the dentist has selected an implant design which was not recommended for the patient's bone quality.

Event description:
The clinician reported that five months after the dental implant and abutment were placed in ada site 13, non-osseointegration was noted. A bone graft was performed with xenograft in type ii bone. Clinician noted pain, bruxism and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.